Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer reportedly went to the emergency room (ER) due to blood glucose (bg) level of 531 mg/dl. Reportedly the customer was treated intravenously with fluids of saline and continued to use pump for insulin therapy. Customer was released from the ER the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges".